Event description:
It was reported that, "infection."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR due to hosp policy. The x-rays and medical records were requested, but not provided. If add'l info becomes available, the evaluation summary will be submitted in a supplemental report. The following other knee devices were also listed in this report: triathlon cr fem comp #4 r-cem: cat# 5510-f-402; lot l6tpi. Triathlon #3 cr insert 11 mm: cat# 5530-p-311; lot ly246. Unk patella; cat# unk; lot unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.